Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed. The user was instructed to remove the batteries from the pump and replace them after a minute. The pump was powered back on, the settings were reviewed, and the pump was restarted. The screen said run. The alarm returned within a minute. The user was instructed to remove the batteries from the pump again and clamp tubing to the nearest patient's port. The user was instructed to call the doctor for further instructions. The user verbalized understanding and no further assistance was needed at the time. A returned goods authorization (rga) was created. No patient injury as reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that a miss-wiring or connection to the photo switch or motor could be probable, but unconfirmed, causes of the reported issue. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Service history review identified that there was no indication that the complaint was related to a previous service of the device and the device had not been in for service in the past twelve months.